Manufacturer narrative:
Although the attribution is unclear, histosonics is reporting this adverse event out of an abundance of caution given the timing post-histotripsy. Histosonics is unaware of any device malfunctions or other noteworthy events which may have occurred during the case and/or contributed to the patient's re-admission.

Event description:
Histosonics was made aware of a journal article published within the international journal of surgery, (chan, albert cy et al. "Prospective analysis on the outcomes of histotripsy for primary and metastatic liver tumours.", 10 nov. 2025, doi:10.1097/js9.0000000000003856), which identified a previously unreported patient re-admission due to fever that was resolved after paracetamol medication.